Event description:
Iab was inserted sheathless. During augmentation following CABG, blood was observed in the helium tubing. Iab had been in use approx. 45 hours prior to event. Iab was removed. A re-insertion was not required. There was no reported pt complications.